Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "cap con baker grade 3".

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. White particles observed on the device. Observed split in patch area, it is out of specification per qa 199.04 assessed as workmanship.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: fi summary. The review of the documentation associated to the manufacturing process indicates that all devices with lot number 3543171 and were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area, it is out of specification per qa 199.04. According to the analysis review the reported complaint was unable to observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only the (B)(4) in (B)(6) 2021) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.